Event description:
It was reported that during an unknown procedure the scalpel passed first pre-run test. After working several minutes, the scalpel was required to pre-run by the system again. The scalpel could not work uninterruptedly. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 1/11/2023 device batch # x9502w. Investigation summary the product was returned for evaluation. Visual inspection were conducted on the returned device. Visual analysis of the returned sample determined that one harh36 device was returned inside of the unopened packaging, upon visual inspection of the packaging, it was observed that a corner of the blister was broken compromising the sterility of the packaging. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. There were no unexpected ready to pre run issues observed at any time during testing. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot x9502w, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.